Event description:
During a shoulder arthroscopy the tip of the suture passer needle broke off in the shoulder. It was located with the c-arm and removed with a suction device. An x-ray was taken and read in the room by the surgeon. He found the x-ray negative for the needle tip. The radiologist also read the x-ray negative for foreign bodies.